Event description:
Pt underwent a ventral hernia repair and that the sutures were used as tackers during the implantation of the mesh. It is reported that pt coughed, while still intubated, and a protrusion was noted. The pt was returned to the or for repair, and it was noted that the suture line was broken.